Manufacturer narrative:
E1 - initial reporter address 1:(B)(6). E1 - initial reporter phone: device evaluated by MFR: the filterwire device was returned to our post market quality assurance laboratory. Visual inspection was performed and identified that the delivery sheath and the filter bag returned in deployed state. The rotating hemostasis valve (rhv) was returned, and the filterwire system was stuck inside the rhv. It was observed that the spring tip was detached. The wire was exposed through the delivery sheath, and the guidewire and the delivery sheath were kinked. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 20nov2025. The target lesion was located in the left internal carotid artery. A 300 cm filterwire ez? Was selected for use. During the procedure, the filterwire could not come out during advancement. After the whole filterwire was withdrawn, the whole delivery shaft was deformed. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached spring tip.